Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The external device displayed early replacement indicator. Troubleshooting is pending. The device is providing therapy.